Event description:
The complainant alleged low o2. The independent repair statement states low o2/yellow light and found the hose clamp at the manifold to be the key failure. Further, the p/e valve was leaking; control power switch had a short circuit; and a blue invacare zip tie was replaced.